Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The distal detachment tip (ddt) was fractured off the distal end of the pusher assembly. The coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured. Conclusion: evaluation of the returned device revealed that the sr wire of the embolization coil was fractured, and the ddt of the ruby coil pusher assembly was fractured off. These types of damage typically occur due to improper handling during use. If the ruby coil is forcefully withdrawn against resistance, this type of damage may occur. The cause of resistance could not be determined. Penumbra coils are 100% visually and functionally evaluated during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil through another manufacturer's microcatheter and it became damaged. Although force was applied, the ruby coil was unable to advance through the microcatheter and was removed. The physician flushed the microcatheter and completed the procedure using new ruby coils. There was no report of an adverse effect to the patient.